Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated experiencing communication difficulties with their handheld. The reporter stated the adapter serial cable was loose and interrupted device functions. The handheld would function properly, once the cord was held at an upward angle. The MFR has not received the serial cable for product analysis. Good faith attempts to obtain additional info are in progress and awaiting results.